Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump frequently displayed the upstream occlusion message during administration of chemotherapy to a patient (medication, programmed amount and delivery rate unknown). The reporter stated that the staff assessed the pump immediately after each alarm and tried solutions such as getting rid of potential air bubbles, moving over the line in the pump, adjusting pump heights, and moving bags around to help assist with the pump. After the interventions, the pump would not alarm again for hours between until the upstream occlusion message stopped displaying all together. It was also reported there was no patient injury.